Event description:
Reportedly, the device was programmed to deliver an infusion of 2000 ml of hyperal at a rate of 90 ml/hr. The device ran for two hours and the bag was nearly empty. No pt injury occurred. In accordance with the hospital's protocol, the device will not be returned to the MFR for investigation. However, a copy of the device's operation log was sent in.